Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on per medical records (B)(6) 2008 the patient presented for follow up of her discogram. Impression: degenerative disc disease-cervical and lumbar. Cervicalgia. Low back pain. Lumbar radiculopathy (B)(6) 2008 the patient presented with degenerative disk disease, discogenic pain. She underwent the following procedures: anterior lumbar interbody fusion, l4-l5 and l5-s1. Implantation of peek (polyetheretherketone) spacers l4-l5 and l5-s1. Anterior plating, l4-l5 and l5-s1. Anterior diskectomy, l4-l5 and l5-s1. The patient underwent a radiological exam preoperatively. Impression: no acute disease. Old granulomatous disease. There is no evidence of fracture, dislocation, or other significant abnormality involving the lumbar spine. After the approach and determination of the level, the anterior longitudinal ligament and the annulus were incised and a diskectomy performed at l4-l5 and l5-s1. Both were sized to 20 mm, and beginning at the l4-l5 level a 20-mm distractor was inserted and the disk space was reamed to 29 mm of depth on the left and the right. Two 20-mm cages were then packed with bone morphogenic protein and put into place. Then at l5-sl, a 20-mm distractor was inserted. The disk space was reamed and tapped to 29 mm, and 2 cages were put into place). Ap and lateral fluoroscopy showed good position. At the l5-s1 level, a 21 mm plate was attached using 3 screws and the blocking plate was applied. This was done under fluoroscopic guidance. Then a 4 hole 41 mm plate was attached to l4-l5 using two 24 and two 22 screws. Ap and lateral fluoroscopy showed good position of the plate and the screws, as well as the cages. (B)(6) 2008 the patient presented for a follow up visit. The patient had some bursitis, had a positive fabere's sign and was tender over the trochanter. X-rays showed the anterior plate and screws in good position. The cages are in good position. Everything is well aligned. Impression: low back pain, trochanteric bursitis (B)(6) 2009 the patient presented for a follow up visit. She underwent an x-ray exam. X-rays show the anterior plate and screws in good position. The cages are in good position. There has been no change in the alignment of the cages. Impression: low back pain, cervicalgia, trochanteric bursitis. (B)(6) 2012 the patient underwent some physical examination. Impression: l4-5 pseudoarthrosis and l5-s1 radiculopathy. (B)(6) 2012 the patient was admitted to the hospital with severe lumbar stenosis with bilateral facet arthropathy and lateral recess stenosis at l4-l5 and l5-s1 and coronary artery disease. She was diagnosed with failure of fusion at l4-l5, lumbar radiculopathy, low back pain. She underwent the following procedure: bilateral decompressive lumbar laminectomy at l4-l5 and l5-s1 followed by bilateral posterolateral instrumental arthrodesis at l4-l5, l5-s1 utilizing the system. L4, l5, s1 laminectomy with complete facetectomy for decompression of l4, l5 and s1 nerve roots. Pedicle screw fixation at l4, l5, s1. Exploration of l5-s1 fusion. Dorsolateral fusion, l4, l5, sl. Use of morselized local autograft. Intraoperative fluoroscopy. Aspiration of bone marrow from pedicle cannulation. Impression: noncardiac chest pain, polyarthritis, recurrent lumbar disc disease. The patient underwent the x-ray of the lumbar spine. Findings- postsurgical change at l4-l5 and l5-s1 are noted. The tip of the surgical probe adjacent to the retractors is posteriorly at the level l4-ls disc space (B)(6) 2012 the patient was discharged.